Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal menstrual bleeding / prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraines"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge") and rash ("skin rashes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia, vaginal discharge and rash outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, migraine, rash and vaginal discharge to be related to essure. The reporter commented: the physical pain and emotional anguish that plaintiff (B)(6)suffered as a result of these essure implants. She has been left with abdominal deformity and severe large scarring. She reported that her symptoms had improved and that she felt much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: fallopian tubes were occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal menstrual bleeding / prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraines"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge") and rash ("skin rashes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia, vaginal discharge and rash outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, migraine, rash and vaginal discharge to be related to essure. The reporter commented: the physical pain and emotional anguish that plaintiff (B)(6) suffered as a result of these essure implants. She has been left with abdominal deformity and severe large scarring. She reported that her symptoms had improved and that she felt much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results: fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholelithiasis, anxiety, depression, chest pain, tubal ligation, panic attack and impending doom. Previously administered products included for an unreported indication: ferrous sulfate, folic acid and ibuprofen. Concurrent conditions included arthritis rheumatoid. Concomitant products included ethinylestradiol; norethisterone acetate (loestrin) and ibuprofen. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("abnormal menstrual bleeding / prolonged menses/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge"), rash ("skin rashes"), tooth disorder ("dental problems"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), headache ("headaches"), allergy to metals ("nickel allergy"), pelvic pain ("pain"), arthralgia ("joint pain"), urticaria ("rashes or skin conditions type: hives"), abdominal pain lower ("lower abdominal pain") and diarrhoea ("gastrointestinal or digestive system condition type: diarrhea with menses"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, vaginal discharge, rash, vaginal haemorrhage and headache outcome was unknown and the dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia, tooth disorder, urinary tract infection, allergy to metals, pelvic pain, arthralgia, urticaria, abdominal pain lower and diarrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, diarrhoea, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, rash, tooth disorder, urinary tract infection, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the physical pain and emotional anguish that plaintiff (B)(6) suffered as a result of these essure implants. She has been left with abdominal deformity and severe large scarring. She reported that her symptoms had improved and that she felt much better. All symptoms are resolved. The essure procedure was accomplished without difficulty. Three to four coils were seen on each side. At the termination of the procedure, there was minimal bleeding from the cervical os. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion.; in (B)(6) 2013: results: fallopian tubes were occluded. Pathology test - on (B)(6) 2013: preoperative and postoperative diagnosis: sterilization indication: she would like to have the essure procedure. She knows that the procedure is meant to be permanent and irreversible. Procedure: bilaterally. There was no other pathology within the uterine cavity. The essure procedure was accomplished without difficulty. Three to four coils were seen on each side. At the termination of the procedure, there was minimal bleeding from the cervical os. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2019: pfs and mr received. Events: dental problems, abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: uti, headaches, nickel allergy, pelvic pain, joint pain, rashes or skin conditions type: hives, lower abdominal pain, diarrhea with menses was added. Medical history and concomitant condition was added. Severity and outcome was updated. Reporters and reporter information was added. Plaintiff demography added. Product implanted and explanted date updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.